Manufacturer narrative:
The field service engineer (fse) trouble shot the issue over the phone with the customer. He stated that the customer replaced the normally open and normally closed tubing through pv27 resolving the leak. The instrument was verified with no further leaks observed. (B)(4). Fse helped customer by phone.

Event description:
The customer reported a leak of clear fluid of unknown volume coming from under the coulter lh 500 hematology analyzer while running qc samples. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were reported as a result of this event.